Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances on both leads. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
Correct: b5 - describe event or problem.

Event description:
Additional information received indicates the patient only had one lead implanted prior to the procedure on (B)(6) 2026. As such, this lead is no longer deemed reportable.